Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was taken to emergency medical services and hospitalized due to low blood glucose and passed out on (B)(6) 2020 with the blood glucose level of 200 mg/dl. Customer was treated with glucagon. Customer stated that he was weak and non respondent. Customer was treated with dialysis and tests in the hospital. The insulin pump will not be returned for analysis.